Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) was unable to reach the pt via phone after several attempts to obtain further info. The mas reviewed the recorded telephone call in order to classify the case. The pt reported that his "test strips were bad". He reported that due to the high results on the meter, he took add'l insulin. One day prior, the pt obtained a result of 366 mg/dl at 11:24 pm and took 6.9 units of humalog insulin (bolus). Then at 4:10 am the next day, he received a result of 207 mg/dl and took 1.9 units of bolus insulin. At 8:46 am, he obtained a reading of 289 m/gdl and took 5.4 units bolus. The patient claimed that he was taking the proper amount of insulin based on a sliding scale he used. However, he began not feeling right and experienced symptoms of disorientation and upset stomach. He decided to test on his other one touch ultra meter and received readings in the 60s. The patient then opened a new vial of test strips and changed the code accordingly and tested on both the meters (results not provided) and the readings were "closer to the other meter". At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The test strips were in good condition and within the expiration date. The patient was walked through two control solution tests with the reported test strips and they both failed high outside the range. The patient then tested 4 other new vials and they all passed within range. This complaint is reported because the patient administered bolus insulin based on the meter results and experienced symptoms that suggest hypoglycemia. The control solution tests performed with the subject test strips failed twice. A replacement meter, control solution, and test strips were sent to the patient.